Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth; full lead returned and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was placement difficulty with the atrial lead as it was poorly sensing p-waves and had high capture thresholds. Multiple locations were attempted and it was thought there might be tissue on the lead end. The lead was explanted and found to have minimal tissue attached to the lead. A new lead was chosen to implant instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.